Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented it was noted that the right atrial lead exhibited loss of capture due to dislodgement. The lead was explanted and a new lead was successfully implanted. The patient experienced no complication and left in good condition.